Event description:
The customer observed a falsely depressed architect thyroid stimulating hormone (tsh) result for a patient sample. The following data was provided: initial result = 0.08, repeat = 1.16, sample sent to another laboratory, tested on chemiluminescence platform, and result = 1.99. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the arc, probe was bent. The fsr replaced the part, and issue resolution was confirmed by successful control run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr did not identify any trends. A review of tracking and trending for the arc, probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) or the arc, probe were identified.

Event description:
The customer observed a falsely depressed architect thyroid stimulating hormone (tsh) result for a patient sample. The following data was provided: initial result = 0.08, repeat = 1.16, sample sent to another laboratory, tested on chemiluminescence platform, and result = 1.99. No impact to patient management was reported.